Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer was unable to boot. It was also indicated that the programmer had extensive internal contamination. It was also indicated that the power cord bay assembly latch was broken. The programmer was to be scrapped.

Event description:
It was reported that the programmer boots up to a white screen. The programmer was returned to service. There was no patient involvement.